Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of damage to the distal end of the guidewire was confirmed but the cause is unknown. A single photograph of a guidewire within the packaging hoop was returned for evaluation of this complaint. Reddish residual material was seen on the guidewire and the packaging hoop, indicating that the device had been used. Slight bends were noted along the visible section of the wire. The distal end of the guidewire, containing the weld tip, was detached from the sample and was not visible in the photograph. The coil wire was unraveled and elongated while the end of the core wire appeared slightly curved. It was reported that difficulty was felt when advancing the guidewire through the needle. The initial cause of the difficulty during advancement could not be determined from evaluation of the returned photograph. Possible contributing factors for the resistance could include a kinked wire, product dimensions, a rough wire, or residual material within the needle. The complete break in the wire near the distal end, which was visible in the returned photo, often occurs if the guidewire is retracted through the needle. If the guidewire is retracted through the needle, it can cause the guidewire to shear on the needle bevel or can cause the wire to become jammed within the needle due to residual material caught between the guidewire and the needle. The supplemental IFU states: " if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ however, without the physical sample, it could not be confirmed that this was the root cause in this instance. Microscopic examination of the break edges and dimensional analysis of the wire could not be conducted without the physical sample. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that the during the PICC procedure, while puncturing with a needle and inserting a wire into the needle, the wire did not move forward, and it was confirmed that the wire tip was damaged. The guide wire tip has been released. The guide wire could not be inserted due to a defect.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refp0120 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the during the PICC procedure, while puncturing with a needle and inserting a wire into the needle, the wire did not move forward, and it was confirmed that the wire tip was damaged. The guide wire tip has been released. The guide wire could not be inserted due to a defect.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and review of applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed. The product returned for evaluation was 70cm flexura guidewire. The investigation findings are consistent with damage caused by retraction of the guidewire against the bevel of the introducer needle. The returned product sample was evaluated and the guidewire was confirmed to be broken which allowed the outer coil wire to become unraveled. Microscopic examination of the fracture sites revealed the following: ¿ narrowing of the wire cross-section near the fracture site, which is a characteristic feature of a strong pull on the wire ¿ the weld tip of the wire was missing and could not be accounted for during the evaluation normal movement of the guidewire is away from the sharpened bevel and will not damage the wire. If the guidewire direction is reversed, the guidewire is then pulled against the sharpened edge of the needle bevel and can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. An examination of the wire structure revealed no potential damage/defect related to manufacture of the product. The supplemental IFU states: "if the guidewire must be withdrawn while the needle is inserted, remove both needle and wire as a unit to prevent the needle from damaging or shearing the guidewire.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the during the PICC procedure, while puncturing with a needle and inserting a wire into the needle, the wire did not move forward, and it was confirmed that the wire tip was damaged. The guide wire tip has been released. The guide wire could not be inserted due to a defect.